Event description:
It was reported that during a laparoscopic cholecystectomy, the device continued to fire clips that were scissored. Another device was openened and the case was completed. No pt consequences.